Event description:
Patient reported a right-side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, non penetrating nicks on the device. Observed, opening on radius side assessed as surgical damage. Observed, opening on radius side assessed as smooth opening. No further actions are required, as the device was implanted.

Event description:
Additional information from the healthcare professional confirmed there was no rupture.

Manufacturer narrative:
Corrected data: g.3 aware date for the previous mw should have been listed as 23aug2023 and should have additionally noted that the previously reported rupture did not occur.